Event description:
Patient had meniscus tear (bucket handle) medial plus tear/detachment of the posterior horn of the lateral meniscus. When fixing the lateral meniscus, t1 deployed properly, but t2 did not release behind the capsule even though it has been advanced properly. Suture was cut and t1 remained in place in the patients' knee. Second fast-fix, t2 did not deploy so that the meniscus could not be sutured leaving 2-x t1 in the patient's knee. The meniscus was fixed alternatively with outside-in technique, which the posterior portion could not be fixed properly. A delay of 45-minutes resulted. No patient injury or complications took place. The surgeon has been using the system for sometime and is very familiar with the system.

Manufacturer narrative:
Device has not been returned for evaluation; therefore, no determination could be made for the reported device failure.